Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and inspected. Visual observations revealed the jaw pin was protruding out of its space contributing to the jaw failure and misalignment of the jaws. The damage to the jaw pin would result in needle deployment issues, confirming this complaint. Clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess side load on the jaw pin resulting in the jaw pin shearing off from its space. This failure can be attributed to user technique. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed one other dissimilar complaint for this lot of devices that were released to distribution. Based on the overall complaint rate and customer impact, at this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) complaint management system as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales representative reported that during a rotator cuff repair that the customer's expressew iii without hook was not firing the needle correctly. The sales representative reported that the end of the device was slightly bent. The surgeon completed the procedure with another like device with no patient consequences. There was a ten (10) minute delay reported.